Event description:
The customer reported via phone call that he had a compromised force sensor system alarm. Customer was doing a self check and the pump was asking to rewind. Customer stated that it was time to do a set change and when he was locking the reservoir in the pump, he received the alarm. Customer's blood glucose was 162 mg/dl at the time of the incident. Customer stated that the rewind message occurred after an alarm/alert. Customer stated that the drive support is sticking out. Customer put pressure on the button and now it is flush. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, minor scratches on the display window and a missing end cap sticker.